Event description:
Caller reported damage to pump housing, specifically around the usb port, which affected the ability to charge it. Despite the damage, the pump did not shut down, and there was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer. The caller was advised on how to put the current pump into storage mode for return and was informed about programming settings into the replacement device. The customer acknowledged these instructions and was aware of the need to return the damaged pump within ten days to avoid charges.